Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue, but occlusion recurred. Customer reverted to manual insulin, but due to limited supplies needs to get additional from their physician. Customer declined follow up from tandem technical support to ensure customer had an alternate method of insulin therapy. Customer's blood glucose ranged from 250-318 mg/dl at time of alarms.